Event description:
It was reported that the compressor generated a low pressure alarm. There was no patient involvement. (B)(4).

Manufacturer narrative:
The exchanged goods have been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.

Manufacturer narrative:
The reported compressor event regarding the generated low pressure alarm has been finalized. Information was received stating that the alarm was discovered during a routine check at the hospital. The whole compressor was returned for investigation, the visual investigation did not reveal any physical damage or any other visual deviation. The performed simulated use testing could not reproduce the reported alarm "low pressure". The returned compressor unit worked according to specification. The alarm "low pressure" is generated by the compressor if the compressor unit is unable to supply the connected ventilator with an air pressure of 30 l/min at a pressure of 350 kpa (50 psi). The cause as to why the compressor generated the alarm at the hospital cannot be established from this investigation.